Manufacturer narrative:
H.6. Investigation summary: received one nexiva 22ga unit along with a piece of top web (packaging) from lot 9107968. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the cannula was fully disengaged with the v-clip fully actuated, but the adapter assembly still attached to the tip shield. The cannula revealed a slight bent. Evidence of adhesive remnants were found between the tip shield and the adapter and on the tip shield tab. Functional: after manipulating the assembly (by force) the adapter detached from the tip shield. Additional evidence of adhesive remains supplemented the findings. Adhesive was present on the surface adapter (septum port) and inside the tip shield cavity. Conclusion(s): failure to decouple -manufacturing: although a definite source that triggered the incorrect placement of the adhesive (which caused the adapter to bond to the tip shield) could not be determined, the cause is manufacturing related. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan: visual (pass-fail) inspections for ¿adhesive present on adapter¿ are performed during the set up and in process samples in accordance with qcnva-17 and qcnva-18. Visual (pass-fail) inspection for ¿correct assembly and proper retraction¿ including ¿decouple, damage, missing components and visual defects¿ are performed during the set up and in process samples in accordance with qcnva-19.

Event description:
It was reported that safety mechanism failure occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "the needle didn't remove from the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism failure occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "the needle didn't remove from the catheter."